Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75mm x 24mm liberté¿ stent was advanced but failed to cross the lesion and the stent came off from the stent delivery balloon catheter. The dislodge stent was removed with a snare catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.